Event description:
It was reported that during an unknown time, the unit was not working. It was confirmed after final investigation that the motor speed was inconsistent. It was unknown if patient was impact or if a delay occurred. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair the motor speeds were out of specification on the low end and were noisy, the poppet gasket was stretched, the needle bearing, reciprocating arm, motor, and swivel were corroded, the swivel was loose, the ball bearings, eccentric shaft, adjustment cams, and control shaft were worn, and the control bar was out of position. The thickness control shaft, fine adjustment cams, screws, spring, spring pin, external e-ring, nut bearing lock, ring gear, wave washer, eccentric shaft, hinge throttle gasket, screw seals, bearing spacer, planetary carrier, reciprocating arm, bearings, swivel, motor, sleeve, planetary gears, and dowel pin were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in canada.